Event description:
An rn alleges that the holder securing the endotracheal tube separated from its adhesive base. The endotracheal tube was manually secured and the pt was evaluated for possible extubation. The patient's vital signs were stable with good oxygen saturation thus it was determined that the endotracheal tube remained in the trachea.